Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 121 mg/dl at the time of the call. Customer reports that insulin pump was beeping in every 15 minutes. Insulin pump will not be returned for analysis.